Manufacturer narrative:
Patient's weight was asked; however, the office does not chart patient's weight. Follow-ups were made to ask for product, but it has not been returned yet. Once the product is returned and evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to achieve primary stability during implant placement. The implant was being placed into the tooth # 29; however, the implant was unable to obtain primary stability. There was no injury to the patient. The patient has no relevant pre-existing medical or dental history. The patient also has good dental care. Bone grafting was performed for future implant placement. There was no abnormal event or health condition that might have contributed to the implant failure. There was no abnormality noted with the implant itself.

Manufacturer narrative:
Update was made to concomitant medical products- product was returned to manufacturer on (B)(6)2019. The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, tobacco use and poor oral hygiene could also be the factors causing the implant to fail to achieve primary stability. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." There was no non-conformity found with the reported implant. This event will be tracked and trended.